Manufacturer narrative:
Other relevant device(s) are: catalog number etlw1616c124e, serial number (B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 4.37 cm x 4.42 cm abdominal aortic aneurysm. It was reported that, a recent CT revealed that there was a possible type iii separation endoleak between the endurant ii stent graft bifurcate and the endurant ii stent graft limb. Per the physician, the cause of the type iii separation endoleak was unknown. The patient has decided to get a second opinion. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.